Manufacturer narrative:
The pt was admitted for the index procedure to implant a gore tag thoracic endoprosthesis to repair a descending thoracic aortic aneurysm. Three months after the index procedure, a postoperative computed tomography scan revealed a proximal type I endoleak. The following day after the second intervention, an arteriogram revealed thrombosis in the pt's brachiocephalic artery. The same day, the physician performed an endarterectomy and the thrombosis was successfully removed. Eight days after undergoing the second procedure, the pt presented with fever that was reported to be associated with blood in the pt's subcutaneous tissue at the endovascular access site. The fever resolved less than 24 hours after onset. A month after the second intervention, the pt presented with a wound infection at the endovascular access site; the infection resolved a month later. Two years after the index procedure, the pt was admitted to the hospital for upper back pain. An endoscopy of the upper gastrointestinal tract revealed an esophageal fistula. An x-ray revealed an esophageal leak into the mediastinum as well as a thoracic arotic leak. A day after this admission, the pt underwent emergent replacement of the descending thoracic aorta with hypothermic circulatory arrest. The infected gore tag thoracic endoprostheses were explanted. However, the pt expired during the procedure. The cause of death was esophageal fistula. Other than the initial stent migration, there is no further allegation of a device malfunction or product failure. The palmaz stent did not cause or contribute to the reported adverse events, and the reported endoleak was present prior to the use of the cordis product. Thus, these new events can be disassociated from the palmaz stent, as there is no indication that the events are related. The palmaz stent was placed inside of a covered endoprostheses, which may have prevented the stent from achieving the necessary wall apposition to hold it in place. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue. Please note this event is being reported at this time, although the product is not intended to support the gore device, the stent did in fact migrate after deployment and will be captured as a stent migration.

Event description:
Five months after the index procedure with a gore tag thoracic endoprosthesis, the physician implanted a second gore excluder aaa endoprosthesis just proximal to the first device. However, the proximal type I endoleak persisted. The physician implanted a palmaz expandable stent inside the previously implanted devices. However, after palmaz stent was deployed, the device moved distally. An intraoperative angiogram revealed a small aneurysm that was near the location of the palmaz stent. The physician implanted a third gore tag thoracic endoprostheses inside the previously implanted palmaz stent to exclude the small aneurysm.